Event description:
It was reported by the patient that the pacemaker is "killing her and not working right". The pacemaker and leads remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.